Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle and proglide devices with reported issues referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a heavily calcified common femoral artery was attempted with three prostyle devices and one proglide device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, cuff misses [suture retrieval issues] occurred with all four devices. The use of perclose devices and the pre-close technique was abandoned. The sheath was upsized to a 16f and the tavr procedure was completed. Hemostasis was achieved with a non abbott closure device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.